Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the real time egm of the remote monitoring report dated 23 december 2020 showed artifacts on both channels. Another transmission was initiated on 24 december 2020 that revealed normal real time egm. Preliminary analysis did not reveal any issue on the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the real time egm of the remote monitoring report dated (B)(6) 2020 showed artifacts on both channels. Another transmission was initiated on (B)(6) 2020 that revealed normal real time egm. Preliminary analysis did not reveal any issue on the subject pacemaker.